Event description:
Clinic notes dated (B)(6) 2014 note that the patient was experiencing about one major motor seizure per month whereas they were occurring previous about one every two months. It was noted that the patient continued to experience daily absence seizures. It was noted that the patient had suffered a lot of sinus infections that may contribute to seizures. Clinic notes dated (B)(6) 2014 indicated that the patient reported having major motor seizures 1-2 times per month. He continues to have absence seizures daily. The patient was referred for surgery. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient is not expected to undergo surgery as the patient¿s device was disabled and the patient had been doing well.

Event description:
It was reported that the patient is doing well on antiepileptic medications and the family has decided to leave the vns disabled and not pursue device replacement surgery.

Manufacturer narrative:
.